Event description:
Impedances were greater than 4000 ohms. Approximately 2 weeks later, x-rays were taken. The extension appeared to be kinked and was replaced. Post surgically, the hcp was able to program stimulation to cover the patient's pain areas. A follow-up report will be submitted if additional information becomes available.